Event description:
After an implantation period of approx. 132 months, it was reported that the device shows the eri status. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data were inspected. During the inspection the clinical observation could be confirmed, the eri battery status was activated on (B)(6) 2021. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. The root cause for the clinical observation was not determinable based on all data available. For further insights an analysis of the device itself would be essential. Should further relevant information or the device itself become available this investigation will be updated.